Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
On 2024-05-02 abiomed complaints team forwarded publication entitled: "imaging modalities for correct positioning of percutaneous right ventricular assist device after left ventricular assist device implantation" which outlined an impella rp support - along with heartware hvad - in which there was reported "the rv dilation was attributed to moderate pr (interval), as a result of leaflet tenting by the impella rp. The device was advanced by 2 cm, assuring parallel alignment with the main pulmonary artery, which resulted in subsequent improvement in the left ventricle filling, return of the interventricular septum position to midline, and noticeable decrease in pr (interval)."